Manufacturer narrative:
Unable to confirm reservoir leaking due to pump received without the original reservoir. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08670 inches. The pump was monitored, no pump error 43 alarm noted. Successfully downloaded history files and traces using thump. On the event date of 18-oct-2025, pump error 82 alarm, pump error 130 alarm and pump error 43 alarm noted. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 18-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 2 days prior to the event date of 18-oct-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 10/18/2025 09:50:52.000. 10/18/2025 09:51:35.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 82 alarm was found on: 10/18/2025 09:01:08.000 to 10/18/2025 09:12:21.000. Pump error 82 alarm was confirmed according in the formatted history file indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump error 130 alarm was found on: 10/18/2025 02:33:37.000, 10/18/2025 02:34:07.000. 10/18/2025 03:04:46.000 to 10/18/2025 08:50:27.000. 10/18/2025 09:00:00.000 to 10/18/2025 09:50:49.000. Pump error 43 alarm was found on: 10/18/2025 03:04:43.000 to 10/18/2025 03:38:35.000. The pump was cut open to perform visual inspection and found a corroded motor home switch. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor and vibrator assembly noted. Force sensor zero offset within specification (23.19 mv). Pump error 130 alarm and pump error 43 alarm were confirmed according in the formatted history file due to a corroded motor home switch. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Unable to confirm reservoir leaking anomaly due to pump received without the original reservoir. Reservoir leaking anomaly (no current code/category) was unknown. Pump error 82 alarm was confirmed in the formatted history file due to software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in esf 3562136 and esf 4669627. Also, pump error 130 alarm and pump error 43 alarm were confirmed according in the formatted history file due to a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and leaks during fill or priming process. The customer reported blood glucose value of 500 mg/dl. The event involved product(s) mmt-7040a, mmt-1884l, mmt-431ag, mmt-342g. Troubleshooting was performed for the pump error. Customer was able to clear the alarm. Customer was unable to rewind the pump. Troubleshooting was declined for the reported harm and reservoir leak. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-431ag. Mmt-342g and mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.